Manufacturer narrative:
The reported issue could not be confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 system error. The root cause of the customer's experience was not identified. A review of the device history record showed the device had a manufacture date of 20nov2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received a system on red arrow flashing when the device was powered down. The pc unit kept beeping, so the biomed had to remove battery to shut it down. The tech recommended checking the fuses and replacing the battery, then the off-line switcher and power supply board. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received a system on red arrow flashing when the device was powered down. The pc unit kept beeping, so the biomed had to remove battery to shut it down. The tech recommended checking the fuses and replacing the battery, then the off-line switcher and power supply board. There was no patient involvement.